Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a separate patient with an implantable neurostimulator (ins). The patient reported that they were told by their physician that there was another patient whose wires came loose and the physician had a difficult time getting them back in the right spot and getting it to work right. The date of the event was unknown and it was unknown whether or not surgical intervention was required. No symptoms or complications were reported.